Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services on 4/17/2013 states seeing patient today at dr (B)(6) as patient is having diaphragmatic stimulation. Notes show patient having stimulation from atrial lead when laying down only. She ran lv threshold when lying down and no stimulation but it started when test completed. Technical services asked if a pacing started at end of test and she said yes. Technical services suggest doing atrial threshold. Normal brady output in atrium is 2.0@0.5ms and ran atrial threshold test when lying down and stimulation stopped when atrial output below 2.0v and the threshold was at 0.4v. Technical services discuss that if want to avoid the stimulation could setup atrial output less than 2.0v as having good threshold but physician discretion how low they want to go on the atrial lead. Rep will discuss with the physician. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).